Manufacturer narrative:
The hydrus device remains in situ and is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records could not be conducted. Additional information has been requested; a supplemental report will be filed if new information is received. Microstent malposition and secondary surgical re-intervention are listed in the instructions for use as potential adverse events. (B)(4).

Event description:
A patient underwent postoperative hydrus microstent repositioning surgery. The ivantis representative who was present during the repositioning case reported the surgeon had originally implanted the microstent posteriorly. The surgeon repositioned the original implant successfully by recapturing with a new delivery system with no reported harm to the patient.